Manufacturer narrative:
(B)(4). The exact date of the event is unknown, however, it was reported that it occurred at the end of (B)(6). The device was not available for evaluation. The cause of the issue could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) on continuous ambulatory peritoneal dialysis had a leak between the white twist clamp and the tubing on the minicap transfer set. There was patient involvement, but no patient injury or medical intervention indicated in association with this report. No additional information is available.